Manufacturer narrative:
Correction: no flow during medication preparation may lead to customer dissatisfaction as a new connector is required but does not lead to any degree of harm/serious injury. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.

Event description:
It was reported that infusion adapter c100j minipack had flow issues during use. The following information was provided by the initial reporter: during using endoxan with an injector, it became quite hard to draw the drug solution. **the sales rep received further information. The issue is when the drug is back to infusion bag, not when mixing with vial. (B)(6)2020: additional follow up requested, response below: -additional follow up determined the issue is occurring when injecting the drug into the infusion bag, correct? Yes, correct. -there is no issue related to when the drug is being withdrawn from the vial? No issue during preparation is reported. -based on the communication, we created a complaint for that adapter used when injecting the medication and there is no issues related to the protector, correct? Correct. No issue on protector was reported. -can you confirm if this was during preparation? As the customer injected medication into infusion bag, it is during preparation. It is not administration.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that infusion adapter c100j minipack had flow issues during use. The following information was provided by the initial reporter: during using endoxan with an injector, it became quite hard to draw the drug solution. The sales rep received further information. The issue is when the drug is back to infusion bag, not when mixing with vial. 26may2020: additional follow up requested, response below: additional follow up determined the issue is occurring when injecting the drug into the infusion bag, correct? Yes, correct. There is no issue related to when the drug is being withdrawn from the vial? No issue during preparation is reported. Based on the communication, we created a complaint for that adapter used when injecting the medication and there is no issues related to the protector, correct? Correct. No issue on protector was reported. Can you confirm if this was during preparation? As the customer injected medication into infusion bag, it is during preparation. It is not administration.